Event description:
The customer reported that the unit displayed an error message, and was found to be unable to deliver a shock during testing.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.